Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. With no part number or lot number, manufacture date is unavailable. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
Customer reported the hand stick is hot when the machine is run. Device was returned for service. This is report 2 of 2 for an unknown power tool for complaint (B)(4).